Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that following impella cp implant, a placement signal not reliable alarm appeared. As the flows remained within the expected range, the pump was able to continue to support the patient throughout the scheduled primary percutaneous coronary intervention until planned wean and explant. There was no patient harm.

Manufacturer narrative:
The investigation of optical signal issue has been completed. The impella device was returned for evaluation. The cause of the optical signal issue related to the pump was not determined since the issue did not reproduce with the returned pump.